Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2014, the patient reported 2 cartridges leaked insulin into the infusion device. She dried the cartridge compartment with a cotton swab. She reported the cartridges seemed as if they were not sealed correctly. The cartridges were replaced and requested for evaluation. No physiological effects were reported.